Event description:
The malfunction was identified during preparation for use for an otolaryngoscopy examination.

Manufacturer narrative:
This report is being submitted for correction to event description. Information regarding "event found at" corrected in b5.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. However, it is likely that the event occurred due to scope connector failure. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the video system connector had poor contact. The malfunction was identified during reprocessing after an unknown procedure. The procedure was completed with a similar device without any delay. The patient was not under anesthesia. There were no reports of patient harm associated with the device.

Manufacturer narrative:
The device was returned to olympus and a device evaluation confirmed the customer allegation. During the inspection at repair center, it was found that the scope connector was faulty, due to which, there was no image when shaking the connector. Additionally, the microswitch was damaged. Also, the battery on the printed circuit board ran out. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is provided by the user facility.